Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test due to a protruded and loose drive support disk. The occlusion test could not be performed due to the alarm. The insulin pump was received with normal operating currents and no battery alarm was noted. The insulin pump communicated properly with the transmitter and the glucose sensor simulator and no unexpected alerts were noted. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It is reported that a customer experienced high blood glucose of 400 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with trouble shooting and found that the drive support cap is damaged. In addition, the customer stated that there was insulin squirting out of the cannula. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.